Event description:
Healthcare professional reported, "barium swallow - band too tight. Defilled to 0cc - still having heartburn - repositioning - exchanged to apl." The lap-band ap adjustable gastric banding system with omniform design (small) was exchanged to a lap-band ap system large w/access port ii. The explanted system is being returned.

Manufacturer narrative:
(B)(4). The reported of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the model number, serial number and implant date provided by the reported the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Heartburn is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.